Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and light blue main body of a minicap transfer set which resulted in a leak. This was observed during use of the set for peritoneal dialysis therapy, on the day of set installation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted that the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be manufacturing related caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.